Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was hospitals for a septic boil. The customer was hospitalized for diabetic ketoacidosis. The customer did not provide the date of admission to the hospital or provided any further information about the issues with their insulin pump other than possible damage to the battery cap. The customer stated that they will call back at a later time.